Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. It was noted that this patient is pacing dependent and experienced shortness of breath. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Analysis of the battery found a depleted cell with no telemetry or pacing available. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. It was noted that this patient is pacing dependent and experienced shortness of breath. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. This product has been received by boston scientific and a full investigation will be performed. The investigation of this product is currently in progress.